Manufacturer narrative:
Reported event: case number: (B)(4), mps: daniel collaco reported m2 not homing then a phasing error on m2. Robotic surgery cancelled and completed manually.case type: tkasurgical delay < 30 minutesas per mps: "delay was less than 30 more than 15. Patient was under anaesthetic". Device evaluation and results: per wo-01565636 - j2 assy replacement product history review a review of device history records shows that on 05/11/2017 1 device was inspected and 1 device was placed on: qt 17-05-0001, qt 17-05-0019. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4). Shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Case number: (B)(4), mps: daniel collaco reported m2 not homing then a phasing error on m2. Robotic surgery cancelled and completed manually. Case type: tka surgical delay < 30 minutes as per mps: "delay was less than 30 more than 15. Patient was under anaesthetic".

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(6), mps: (B)(6) reported m2 not homing then a phasing error on m2. Robotic surgery cancelled and completed manually. Case type: tka. Surgical delay < 30 minutes. As per mps: "delay was less than 30 more than 15. Patient was under anaesthetic".